Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation, component codes), e1 (event site state). Nurse reported that the alarm returned very quickly after she pressed the start key. Esp personnel reviewed troubleshooting steps with her, including use of the help key. She stated that she was not in the room at the time of the call and would return to verify that there was no blood in the helium tubing, that all connections were secured, and that she would use the iab fill and start keys to resume therapy.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.